Event description:
An altitude alarm was reported on the customer's pump. There was no adverse impact to the customer's blood glucose level. Technical support guided the customer to gently clean the speaker holes and remove and reconnect the cartridge, which allowed insulin delivery to resume after a brief wait. The alarm did not recur, and the pump returned to normal operation. Technical support also provided tips to prevent future altitude alarms.